Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient was in a lot of pain and was not sure if it was working. The patient¿s pain had been progressing the past 5-6 months. The patient needed his health care provider (hcp) to fill out a prescription for pain. At the time of the report it was noted the system was being used to deliver morphine and an unknown second drug. Additional information received reported the patient had been having increased pain and a return of symptoms. The pain was increasing for the last month and his condition may have been getting worse. The patient was due for a refill on (B)(6) and was last refilled (B)(6). The system was being used to deliver bupivacaine and morphine at the time of the report.